Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for deployed valve exhibits central regurgitation and leaflet tear are unable to be confirmed due to unavailability of the medical report/ imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that the sapien 3 ultra (s3u) thv was implanted in the pulmonic position. Therefore, this was an off-label operation. As reported, "a patient underwent a transfemoral tvr procedure with a 26mm sapien 3 ultra valve inside a pre-existing failed edwards surgical valve in pulmonic position. After deployment of the thv inside the surgical valve, it was noticed on ice imaging that the valve had severe intravalvular regurgitation. Per the team, it was difficult to assess the exact etiology so multiple maneuvers including post dilation and introduction of the pigtail in the valve were attempted thinking it was a possible 'frozen leaflet' and to evaluate if a leaflet was pinned. This did not resolve the issue and further ice imaging revealed a possible torn leaflet." Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. In this case, a review revealed that +2cc deployment fluid was used. The increase in valve diameter due to overinflation may lead to over stretch on the leaflet and prevent proper leaflet motion, resulting in central regurgitation. As such, available information suggests that procedural factors (over expanded valve) may have contributed to the reported event. In this case, it was reported that "multiple maneuvers including post dilation and introduction of the pigtail in the valve were attempted- in an effort to resolve the central regurgitation and to evaluate the leaflets for a potential "frozen leaflet." As such, available information suggests that procedural factors (post dilation, device manipulation) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tvr procedure with a 26mm sapien 3 ultra valve inside a pre-existing failed edwards surgical valve in pulmonic position. After deployment of the thv inside the surgical valve, it was noticed on ice imaging that the valve had severe intravalvular regurgitation. Per the team, it was difficult to assess the exact etiology so multiple maneuvers including post dilation and introduction of the pigtail in the valve were attempted thinking it was a possible "frozen leaflet" and to evaluate if a leaflet was pinned. This did not resolve the issue and further ice imaging revealed a possible torn leaflet. A 2nd 26mm sapien 3 ultra valve was prepped and implanted inside the first 26 s3u valve without issue. No regurgitation was noted after the valve was deployed and no complications occurred. As per follow-up with the fcs, there is no imaging of the event available at this time. The torn leaflet was unable to confirmed. The perceived root cause of the event is unknown.